Event description:
Consumer reports their plink meter is running higher than their other meter (competitive). Analysis run on clark error grid using competitive reading (443) as ref. Point vs. Bd reading 80 yielded data points in the d range of the grid, outside of acceptable limits.